Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the right side of the mattress cover and peeled away exposing a section of foam. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This report is identifying mattress 4 of 5. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.